Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stuck button error. The customer blood glucose level was unknown. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will not be returned for analysis.